Event description:
It was reported that the right atrial (ra) lead channel of this pacemaker system exhibited high pacing thresholds with suspected loss of capture. Technical services (ts) reviewed the information and programming options were discussed. No adverse patient effects were reported. This system remains in service.